Manufacturer narrative:
Customer service advised the customer during trouble shooting to reset the pump and let it charge. On 09/14/2020, the customer contacted customer service and stated that the charging port where the power cord plugs into the pump had melted and the device will not power on. The customer was sent a replacement pump and return of their original pump was requested for testing/evaluation. This issue is currently under investigation by medela (B)(4), the legal manufacturer in (B)(4).

Event description:
On june 11, 2020, the customer alleged to medela llc that she spilled a little milk on the display of her freestyle flex breast pump and now it will not power on with the battery.